Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/05/2016 with the following findings: the review of the alarm history showed evidence of loss of prime illustrated by multiple cs162 call service alarm warnings occurring due to a low non-zero force. During the actual testing, the ez-prime steps were performed correctly with no warning or call service alarm occurrences. Therefore, investigators were unable to duplicate the original complaint during the actual testing. Unrelated to the original complaint, the battery compartment was noted to be cracked.